Event description:
It was reported from japan that during an unspecified surgical procedure, it was discovered that the small battery drive device power was weaker than usual when the surgeon was using it to insert the first guide pin while in use with two small battery drive casing devices. It was further reported that the device stopped working when the battery was replaced and did not work even when the battery case was inserted and removed, power was turned on and off and the battery case was opened and closed. It was reported that the device started to work after a momentary sound but soon stopped working again. There was a twenty to thirty minute delay to the surgical procedure. A spare device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d10: concomitant med products and therapy dates: small battery drive casing device x2, (B)(6) 2023. E1: the initial reporter's complete name and phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that device power was weaker than usual and that the device started to work after a momentary sound but soon stopped working again was not confirmed. Therefore, an assignable root cause for the reported conditions of insufficient/low power, unexpected noise and intermittent operation was not determined. However, during evaluation, it was determined that the motor had a dead spot. It was further determined that the device failed pretest for check function of device and check power with power test bench. It was noted that it was not possible to perform all test steps as the device did not run during the assessment of the device. The assignable root cause was determined to be due to component failure from wear. H6: a review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition.